Event description:
The patient presented in the hospital emergency room following chest pain. Echography was performed revealing cardiac perforation due to the right ventricular (rv) lead resulting in pericardial effusion. The event was resolved by explanting and replacing the rv lead. Further intervention to repair the cardiac perforation was not required. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event was for pericardial effusion/perforation. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.